Event description:
Pt undergoing phaco emulsification of left eye with iol under l/mac. Phaco was started, some heat developed, phaco stopped and machine checked, #'s were fine. Phaco tip was inserted and a thermal burn of the cornea ensued, produced stress lines through the cornea, flattened cornea and made cataract extraction difficult. Since the capsule was already open it was necessary to do cataract extraction under an extracapsular technique. Pt remained stable and was discharged home that afternoon. F/u exam next day, sealed eye with cornea burn with stress lines, posterior iol in place, no blood or heme present in anterior chamber, vision is finger counting. Equipment was taken out of service, examined by specialist from MFR, no problems found with machine or controls. A rep from the MFR worked with the md on 8/6/98. Possibility of occlusion in the handpiece was discussed, not believed applicable d/t low degree of vacuum used by surgeon. Most probable situations could include a crack in the disposable plastic sleeve (none visually apparent); or an air bubble in the line. Per the attending surgeon, the pt is comfortable, seeing better, no vitreous losses, cloudy cornea, improvement expected.